Manufacturer narrative:
Correction: new information received notes that there was no malfunction on the device.

Event description:
New information received notes that there was no malfunction on the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed. Patient was stable. Further information is not available at this time.